Event description:
Patient reported left side capsular contracture, baker grade unknown. Healthcare professional reported left side "double bubble" and rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contraction" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contraction baker grade unknown and rupture.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Healthcare professional reported left side "double bubble" and rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device analysis: visual analysis of the returned device identified: underweight, opening. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: a striated edge opening on radius side assessed as surgical damage.